Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional tes) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, breaking the solder joint connecting the rear pulse wires on the dn. The root cause for the strained cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.